Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noted that implantation of a flexima biliary stent was needed due to the tumor. They followed the instructions and were able to position the flexima biliary stent in the channel; however when a release was performed, they could not release it successfully. It was found that the flexima biliary stent became broken due to how much effort had been exerted. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of stent broken. Block h10: the returned flexima biliary stent was analyzed, and a visual evaluation noted that the stent was not returned and it is not possible to confirm if it was break. Additionally, the push catheter was returned kinked in several locations, the push catheter suture hole was torn and the guide catheter did not return indicating that it was detached. A microscope inspection was performed and found that the push catheter suture hole was torn. No other problem with the device were noted. The reported event was not confirmed. Based on the provided and collected information, this device met all manufacturing requirements and no abnormalities were reported during the manufacturing process. During the analysis it was observed that the stent was not returned. Due to lack of evidence and without proper evaluation of the stent, it is not possible to determine if the stent broke due to procedural factors or was related to a device malfunction. Therefore, cause not established is assigned as the cause code for stent break since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Additionally, it was observed that the push catheter was returned kinked, the push catheter suture hole was torn and the guide catheter did not return indicating that it was detached. It is possible that anatomical or procedural factors encountered during procedure could lead to the reported issues. Due to the condition of the device, it is possible that these failures could have difficulty in the procedure. Therefore, the events of guide catheter detached, push catheter kinked and push catheter suture hole torn will be documented as not reported allegation with a cause code of adverse event related to procedure due to the adverse event occurred during the procedure and the device had no influence on the event. Therefore, it was determined that the overall investigation conclusion code for the encountered issues will be documented as "adverse event related to procedure" since he adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noted that implantation of a flexima biliary stent was needed due to the tumor. They followed the instructions and were able to position the flexima biliary stent in the channel; however when a release was performed, they could not release it successfully. It was found that the flexima biliary stent became broken due to how much effort had been exerted. The procedure was successfully completed with another flexima biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.